Manufacturer narrative:
Conclusion: a temporal relationship exists between ccpd therapy with the liberty cycler/fresenius products and the development of the pre-existing abdominal hernia (unknown size), abdominal pain and subsequent outpatient umbilical hernia surgery repair. Additionally, there is a causal association between the event of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. The patient had been pre-trained in the clinic with the pdrn on how to perform stat drains and as well as manual peritoneal dialysis therapy if needed post hernia recovery. A supplemental medwatch report will be submitted upon completion of the investigation. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported by the peritoneal dialysis registered nurse (pdrn) that this end stage renal disease (esrd) patient on continuous cycler peritoneal dialysis (ccpd) therapy underwent an outpatient umbilical hernia repair on (B)(6) 2017. The patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed post hernia recovery. Per pdrn the patient returned to ccpd therapy post hernia recovery. No additional known hernia events were reported for this patient and since the umbilical hernia surgery, the patient¿s abdominal pain has subsided and continued ccpd therapy uneventfully.

Manufacturer narrative:
Conclusion: a temporal relationship exists between ccpd therapy with the liberty cycler/fresenius products and the development of the pre-existing abdominal hernia (unknown size), abdominal pain and subsequent outpatient umbilical hernia surgery repair. Additionally, there is a causal association between the event of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. The patient had been pre-trained in the clinic with the pdrn on how to perform stat drains and as well as manual peritoneal dialysis therapy if needed post hernia recovery. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported by the peritoneal dialysis registered nurse (pdrn) that this end stage renal disease (esrd) patient on continuous cycler peritoneal dialysis (ccpd) therapy underwent an outpatient umbilical hernia repair on (B)(6) 2017. The patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed post hernia recovery. Per pdrn the patient returned to ccpd therapy post hernia recovery. No additional known hernia events were reported for this patient and since the umbilical hernia surgery, the patient¿s abdominal pain has subsided and continued ccpd therapy uneventfully.